Event description:
It was reported to philips the device showed ¿vent inop¿ and the screen went blank. There was no patient involvement or harm. This event was reported to have occurred during a pre-testing setup. There was no delay to therapy. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
H10: the customer was sent a quote for repair. Per the philips field service engineer (fse), the customer did not accept the quote and the device was not repaired. The resolution and disposition are unknown.